Event description:
It was reported that the pump battery could not be charged. Reportedly, customer was using a tandem-provided charging cable with a non-tandem provided wall adapter to charge the pump. Tandem technical support advised against using third party supplies to charge the pump. There was no reported adverse impact to the customer. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.